Event description:
A surgeon reported that there was a bluish fiber in the anterior chamber portion of a patient's eye noted at one day post op from an eye surgery. Additional information as requested for this case. Upon follow up, the surgeon reported that the fiber is still in the patient's eye and that the fiber has not been removed. No medical intervention has been conducted. The surgeon confirmed that the patient seemed to be doing fine at one day post op and will continue observing during the post op visits. No additional information is expected for this case.

Manufacturer narrative:
Additional information was requested for this case. There is no sample available for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).